Event description:
It was reported that after a brevera breast biopsy procedure on (B)(6) 2025, post procedure images revealed "new scattered unknown artifacts." It is reported that the patient was referred to a breast surgeon for excision of the area, which was completed on an unknown date. Multiple good faith efforts to obtain additional information from the user site were unsuccessful. No further information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.